Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed twenty-five (25) low flow alarms logged since (B)(6) 2025. Additionally, log file analysis associated with (B)(6) revealed three (3) vad disconnect alarms logged on (B)(6) 2026 at 13:07:46, 13:08:10 and 13:08:33, likely due to the controller being powered up without the driveline connected. Of note, (B)(6) was loaded with a software containing an updated pump start algorithm. Review of the alarm log file associated with (B)(6) revealed twenty-five (25) critical battery alarms logged since (B)(6) 2026 involving batteries (B)(6) the critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm, (B)(6) was connected to power port one (1) with 9% rsoc and (B)(6) was connected to power port two (2) with 23% rsoc. Both batteries were allowed to continue depleting, thus triggering controller fault alarms, which will occur if a battery is approaching 0% rsoc. Further review of the alarm log file revealed seven (7) controller fault alarms, indicating a power out of range condition, were logged since (B)(6) 2026. As a result, the reported critical battery alarms, controller fault alarms, and low flow alarms were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate vad rotational speed. Based on the available information, the most likely root cause of the reported critical battery alarms and the controller fault alarms can be attributed to the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). The most likely root cause of the vad disconnect alarms can be attributed to powering up the controller without the driveline connected. Additional products: d1: vad d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller generated alarms which were a controller fault alarm and a critical battery alarm. The patient was sleeping on their batteries and allowed the battery level to drop below 10%, which resulted in critical battery alarms and subsequent controller fault alarms. The alarms were deemed appropriate. The patient was educated to change batteries when receiving a low battery alarm and to sleep using the ac adapter. The issue was resolved when the patient changed the batteries. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system- pump d4: model #: 1103/ catalog #: 1103 / expiration date: 31-jan-2021 / serial #: (B)(6) d9: no h3: no h4: mfg date: 14-jan-2019 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review demonstrated several low flow alarms.